Event description:
Technician alleged that the brakes are not holding. No patient impact.

Manufacturer narrative:
The technician found the brake casters are out of adjustment. The technician adjusted the brake casters to resolve the issue.